Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00x12mm promus premier¿ drug-eluting stent was selected for use to treat a lesion. However, during preparation of the device, the stent fell off from the stent delivery balloon. The device was never used inside the patient and the procedure was completed using a different device. No patient complications were reported.